Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately calcified and moderately tortuous target lesion was pre-dilated. A 3.00 x 28 synergy was selected, deployed and post-dilated. Stent damage was noticed. A distal edge dissection occurred. An additional stent was deployed and the procedure was completed successfully.